Event description:
Complainant alleged that while attempting to monitor an (B)(6) male patient for chest pain, the device's display was distorted with black rectangles. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.